Event description:
It was reported by service report that the brakes stretcher slips out of zoom. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Eval results: cam bracket assembly.